Event description:
Info received indicates the right intermediate siderail will not latch due to a bent latch plate.

Manufacturer narrative:
The technician straightened the latch plate to repair the bed.